Event description:
A pediatric outpatient had an MRI left shoulder arthrogram on the 1.5t siemens sola. The patient was scanned utilizing the mr cv2020 goggles from resonant technologies which were placed over his eyes and bridge of his nose. The tech communicated with the patient multiple times during the MRI but no mention of heating/discomfort was made by the patient until after the MRI was completed. Mother was onsite with the patient and confirmed that the patient never spoke up about discomfort in part because he did not want to mess up the test. He did mention wanting to shift the goggles but no mention that they were heating up during the MRI. Immediately following the MRI, the patient stated that the goggles felt like they were heating up along with an area of his nose. There was observed redness in that area and a visit to the ed was offered. The patient and mother declined the offer. Shortly after the appointment, the parents had noticed some blistering on the bridge of the nose and this was still present the following day. Continued follow up with the family has confirmed the belief from our physician mrmd, mrso, and physicist that this is consistent with an rf burn.